Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 50 mg/dl. Customer was treated with orange juice and customer¿s current blood glucose was 94 mg/dl. Customer stated that continuous glucose monitoring showed 60 mg/dl but blood glucose was 50 mg/dl. Customer¿s current blood glucose was 94 mg/dl. Insulin pump will not be returned for analysis.